Manufacturer narrative:
The reliability analysis inspected 2 opened and or used enlite sensors. 1 of 2 sensors was inspected and performed the sensor initialization test using a new lab transmitter with a paradigm pump. The sensor was connected to the transmitter and placed it in 100 bts solution. The communication icon was confirmed in the displayed and the transmitter was flashing while connected to the sensor. The sensor functioned properly. The last sensor was found to be broken. The broken part was missing, and it was unable to be confirmed that the customer received sensor damaged due to customer returning opened and or used.

Event description:
The customer reported via phone call of issues with their sensors. The customer states one sensor prompted a lost sensor alarm and was not able to reconnect. The second sensor was pulled back out into itself when the introducer needle was taken out. The customer states they did not recall the issues with the third sensor. The customer was advised that the sensors would need to be returned for analysis, and that they would be replaced.